Event description:
It was reported that the switch emitted sparks. Our investigation revealed that the power cord had been subjected to an excessive force, which had pulled the wires away from the switch case and could have exposed the user to excess energy.

Manufacturer narrative:
It was reported that the switch emitted sparks. Our investigation revealed that the power cord had been subjected to an excessive force, which had pulled the wires away from the switch case and could have exposed the user to excess energy. The switch supplier has enacted several CAPA projects since this pad was manufactured to make the cord/switch connection more robust.